Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. For two days the parent thought the patient was sick. The cgm had been reading low values and the parent treated low values with food. The patient was lightheaded, nauseated, and had moderate ketones. The cgm value was 40 mg/dl with double down arrows, and the bg finger stick was 440 mg/dl. The parent contacted the endocrinologist, who suggested the parent administer an injection of insulin at home. After receiving the insulin the child was in stable condition and the existing sensor was removed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.